Event description:
It was reported to philips that the system was displaying error: disk space low, delete patients, would not perform an x-ray/ fluoro. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was on the table, but the case had not started yet. Once they realized that there was no space and they were not able to x-ray, so they moved the patient to a different room and completed the case. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file showed image disk full, exposure not possible error. Upon troubleshooting, fse found that the system fails to store records properly and fills with database inconsistencies. To resolve the issue, fse removed and replaced the ippc operating system/app hard drive, and the imaging hdds, reloaded board software for os/app and recreated the image store. Later, the issue reoccurred and fse performed image store recreation in another work order as the ippc and hdd were previously replaced by another fse. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.